Event description:
It was reported that non-sustained rv oversensing (nsrvo) due to post-paced t-wave oversensing was observed. The device was post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. It was also noted that the cause of the episode was due to pseudo pseudo fusion. Programming changes were recommended but were not made at that time. It was later noted that the patient did not present for programming changes and the patient has not been scheduled to return to the clinic. There were no patient consequences.